Event description:
That she received a surgery on her right knee several times due to pain [aching (r) knee] case narrative: initial information received on 09-feb-2023 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case involves a 60-year-old female patient who had a surgery on her right knee several times due to pain with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc-one]. The patient's past medical treatment(s) and family history were not provided. On an unknown date, the patient received synvisc one solution for injection having the strength 48mg/6ml in the right knee intra-articular (with an unknown batch number, expiry date, dosage, frequency and indication: product used for unknown indication). This was not the first time patient used the product. Information on batch number was requested. On an unknown date after an unknown latency patient had a surgery on her right knee several times due to pain while taking the synvisc-one (arthralgia) (intervention required). Action taken: not applicable for the event. Corrective treatment: surgery. Outcome: unknown. Reporter causality: not reported for the event. Company causality: not reportable for the event a product technical complaint (ptc) was initiated on 09-feb-2023 for synvisc one (lot/batch number: unknown) with global ptc number: 100301934. Sample status of ptc was not available and ptc stated based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. "Defect class has been updated to ii. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi will continue to monitor complaints and trending to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on 16-mar-2023 with summarized conclusion as no assessment possible additional information was received on 09-feb-2023 from the quality department. Upon internal review, this case previously processed as non-serious was upgraded to serious. Ptc number and strength was added. Additional information was received on 16-mar-2023 from the quality department: ptc details added; text amended.

Event description:
That she received a surgery on her right knee several times due to pain, aching (r) knee. Case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states study title: sanofi patient connection. This case involves a 60-year-old female patient who had a surgery on her right knee several times due to pain with the use of medical device hylan g-f 20, sodium hyaluronate, synvisc-one. The patient's past medical treatment(s) and family history were not provided. On an unknown date, the patient received synvisc one solution for injection having the strength 48mg/6ml in the right knee (with an unknown batch number, expiry date, dosage, frequency and route, indication:product used for unknown indication ). This was not the first time patient used the product. Information on batch number was requested. On an unknown date after an unknown latency patient had a surgery on her right knee several times due to pain while taking the synvisc-one (arthralgia) (intervention required). Action taken: not applicable for the event. Corrective treatment: surgery. Outcome: unknown . Reporter causality: not reported for the event. Company causality: not reportable for the event. A product technical complaint (ptc) was initiated on 09-feb-2023 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(6). The sample status of the ptc was not available and the complaint was set in process. Additional information was received on 09-feb-2023 from the quality department. Upon internal review, this case previously processed as non-serious was upgraded to serious. Ptc number and strength was added.